Event description:
It was reported that a ventilator generated a device alert that caused the device's safety valve to open during use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).